Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a patient was to be implanted with a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat celiac artery. Access was obtained from left brachial artery. A guidewire and catheter were successfully inserted into the abdominal aorta, and the 7f90 long sheath was replaced to the abdominal aorta. A 4f multifunctional catheter was introduced to be inserted to the celiac artery, and the guide wire was inserted into the hepatic artery. The stiff guidewire was replaced and attempts to use a sheath heart to enter the abdominal trunk artery were unsuccessful. Therefore, the vsx device was introduced into the sheath and advanced to the target site, deployment line was pulled with significant resistance. Vsx device failed to be deployed and was withdrawn. Another vsx device was successfully used to complete the procedure. Patient didn't experience any adverse consequences.

Manufacturer narrative:
D9: update date device returned to manufacturer. H6: code c9 - the manufacturing records were reviewed, the device lot met all pre-release specifications. Code d15 - the condition of the vsx device as returned was consistent with the reported partial deployment as the engineers observed approximately 1.5cm of outer zipper deployed on the as-returned device. The primary reported device failure mode related to partial deployment and stuck deployment line, could not be confirmed during engineering evaluation and was not consistent with the engineering evaluation findings of an ability to continue deployment from the knob. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The root cause of the partial deployment with stuck deployment line could not be established with the available information, including device evaluation. The engineering evaluation noted damage to the device. The endoprosthesis was bent and the distal shaft of the catheter was kinked. The cause for this damage could not be determined, but it is consistent with damage resulting from the reported inability to deploy, an unknown device interaction during insertion/withdrawal, or manipulation of the device either during or after the procedure.